Event description:
Per the clinic, the patient experienced an infection at the implant site subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed october 30, 2014.

Manufacturer narrative:
(B)(4).